Event description:
It was reported that the surgeon revised patient's hip due to adverse local tissue reaction.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR #9616680-2012-00583.